Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On (B)(6) 2021 customer returned pump for an alleged motor error alarm. Insulin pump received motor error alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test due to motor error alarm. However, insulin pump passed rewind test and displacement test. Pump history download using thds was successful. Motor error alarm was confirmed in the pump history download on (B)(6) 2021 05:45:47. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Motor passed motor test. The test p-cap/reservoir does lock into place. Insulin pump had cracked reservoir tube lip, missing end cap sticker, stained address/serial number label. Motor error alarm during basic occlusion test due to faulty fsr (gold) confirmed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a received motor error alarm they was clear alarm and rewind the insulin pump . No harm requiring medical intervention was reported. The customer will discontinue the use of device.